Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that since the adhesion location of foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. It is likely that the lg (light guide)-lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions used, or the like, subsequently, humidity invaded the lg-lens and caused corrosion. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign object inside light guide lens. There were no reports of patient involvement.